Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be 19-feb-2021. Correction has been that this event has been determined to be reportable. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the observed failure is a known phenomenon likely resulting from forcing the device through resistance. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported part of a single use aspiration needle sheath detached inside the patient during an endobronchial ultrasound bronchoscopy (ebus). The event occurred when the user was puncturing the 2l area (left upper paratracheal lymph node station). It was reported the customer introduced the needle on the lymph node at least ten times in order to take the sample but this was reported to be usual for this type of intervention. The detached part was removed by aspiration. It was reported the procedure was completed with no damage to the patient. As reported, there was no consequence or impact to the patient due to this occurrence.

Manufacturer narrative:
This supplemental report is being submitted to correct the reportability determination by the manufacturer. Upon further review, this complaint is not a reportable event. There was no indication of an adverse event. Per the manufacturer's risk documentation, it is unlikely an adverse event would occur due to this event. This complaint will be closed as not reportable by the manufacturer.